Manufacturer narrative:
On 20 october 2017 the medical affairs provided a clinical evaluation and commented as follows: one year and 7 months after primary tka the insert fixation screw got loose in the joint. It was immediately removed and polyethylene insert was exchanged. The cause of self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque but other unknown conditions may also play a role. Batch review performed on 30 october 2017. Lot 141795: (B)(4) items manufactured and released on 16 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation based on radiographic images and the pictures of the explanted components, performed by r&d project manager on 03 nov 2017: radiographic images show the presence of a loosened insert safety screw occurred 1 year and 7 months after primary surgery. The most-likely cause for self-unscrewing of the screw was insufficient tightening torque. During inspection of explanted insert, some dents and scratches (mainly in the lateral side) have been noted on the articular surface of the tibial insert. They were most likely caused by the screw that, once out from its seat, was interposed between the articular surface of the femoral component and the tibial insert. As consequence, the screw looks damaged in its threaded part, with threads plastically deformed undergone to the body weight load. It was so decided to change the liner as well. It was deemed not necessary to review any other components.

Event description:
The patient came in complaining of pain. The surgeon determined the screw had backed out of the poly. The surgeon revised the poly as planned. The surgery was competed successfully. A torque driver was not used in the primary. Screw was explanted but not reimplanted. Explants are not available.